Event description:
It was reported pericardial staining occurred. A patient had a prior left atrial appendage (laa) clip in place that was partially occluding the laa. Transesophageal echocardiogram (tee) imaging revealed a normal windsock anatomy. The physicians felt that because there was already a prior surgical procedure done (surgical maze) the risk of complication was low and the risk of tamponade was almost zero due to adhesions. The physician decided to move forward with the laa closure procedure and requested using a 20mm watchman flx laa closure device because the measurements were suitable for a de novo implant. During the procedure, a watchman truseal access system engaged in the laa. The flx ball was being maneuvered and a small movement forward of the access system was observed. Shortly afterward pericardial staining was seen. There were no signs of pericardial effusion or tamponade (no blood pressure change, no ECG change, no tee change) and the patient remained stable. The closure device was implanted at the ostium and on contrast injection there was no continued staining noticed. The seal was complete. Post procedure tee confirmed the patient had no pericardial effusion and on investigation the same evening, the implanting physician confirmed the patient was doing well with no concerns.